Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, error m0b occurred on integrated electrosurgical unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found that the iesu setting was set to single pad and not dual pad. The customer did not have a single pad or a third-party esu. The customer elected to convert the procedure to laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Customer reported an m-0b error on the generator. Troubleshooting found the generator was set to single pad instead of dual pad. The site lacked a single pad or force triad and is transitioning to laparoscopic. Fse visited the site and updated the setting from single pad to dual pad. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse visited the site and updated the erbe setting from single pad to dual pad. The fse's service visit did not reveal any issues related to the customer reported event.